Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 2000 mcg/ml at a dose of 105 mcg/day. The indication for use was intractable spasticity. It was reported that a recent "refill went awry" and that patient was discharged on (B)(6) 2016 after being in the hospital for 10 days, 3 of which the patient was in a coma. Additional information has been requested for drug information, other medications the patient was taking at the time of the event, medical history, details regarding the refill that went awry.

Event description:
Additional information was received from a consumer (con) stated that they recently moved and need a doctor to manage their pump and inquired about home infusion. The patient stated their expected refill date was '(B)(6) and stated they were concerned due to it taking two months to get into their new primary doctor's office. The patient mentioned their first pump malfunctioned and put them in a coma for three days and later found out the pump was recalled. When an agent inquired event date, the patient stated 'they had to have the pump replaced every seven years, and their third pump was just replaced, so had to be like nine years ago,' and confirmed it was their first pump. The patient stated that the pump medications at the time were 'baclofen, dilaudid, and bupivacaine, like it was always been.' The patient service specialist reviewed information and emailed physician listings and home infusion company contact information to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.